Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Unit was then able exit the prime process. The unit was able access the main menu and the home screen. Unit responded properly to button presses. The motor functions properly during testing, including the displacement test - driving the motor outward until the end of travel and on the rewind test - driving the motor inward and completing the rewind process. Device uploaded properly using carelink. No cosmetic damage noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had prime anomaly. The customer¿s blood glucose level was 522 mg/dl, 410 mg/dl and 264 mg/dl. The customer reported that the new insulin pump wasn't working and the piston wasn't moving. It was reported that the customer was pressing the act button and it will beep and not move up. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.